Event description:
I had started to having glared vision while driving at night, as well as halos from the lights of other cars. It has progressively gotten worse, making night driving difficult. A survey of physicians who underwent laser eye surgery from 2000 to 2012, which was published in the march 2014 issue of the journal of cataract and refractive surgery, exposed the following rates of post surgical adverse effects reported by physician-respondents: "glare (43%), halos (41%), and [trouble] seeing in dim light (35.2%)." Source: mamalis n. Laser vision correction among physicians. "The proof of the pudding is in the eating." J cataract refract surg. 2014 mar; 40(3): 343-4. A meta-analysis of summaries of safety and effectiveness for the twelve lasers approved from 1998 through 2004, including newer custom wavefront technology found that six months after lasik, 19.3% of pts report night-driving problems that are worse, much worse, moderately severe, or severe . (Bailey et al, 2007). (B)(6).